Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that medtronic representative (rep) met with patient on (B)(6) 2022, she had called and said that her stimulator was ¿not working¿ but it was on. Upon meeting with her rep connected to her device and did an impedance check which showed that she had 6 electrodes out of range with high impedances and also those 6 were ¿red¿ on a connectivity check. Rep asked the pt if she had fallen recently and the patient stated that she had fallen ¿a lot¿ prior to her knee replacement (B)(6). After inquiring about her knee surgery the patient stated that the device was not turned off for surgery. She thought it was working fine after surgery. After surgery (not sure how long) she said that the device battery depleted and upon recharging and turning back on is when she noticed that the device ¿wasn¿t working¿. Rep was able to reprogram the patient¿s device to give her relief. She is getting a referral to neurosurgery to look into device replacement.

Event description:
Rep reported patient date for removal has not been scheduled and unknown at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.